Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was making a loud noise while running but still working in forward motion, failed pre-test for power with the test bench, the electronic control unit wire contacts were corroded and the insulation was damaged. It was further determined that the device had debris on its motor. The assignable root cause for these failures was determined to be traced to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device was not working in forward motion. During in-house engineering evaluation, it was determined that the device was making a loud noise while running but still working in forward motion, failed pre-test for power with the test bench, the electronic control unit wire contacts were corroded and the insulation was damaged. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.